Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that error code# 1062 (invalid test result, read precision #) and error code # 1113 (invalid test result, read value #) was generated on two samples when using the axsym dignoxin iii assay. There was no impact to pt management reported.